Manufacturer narrative:
Initial reporter facility name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during treatment with a prismaflex st150, sodium chloride was observed to be leaking next to the capillary at the arterial line connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video observed leakage from the connection between the screwed connector of the return line and the blood header port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.